Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2407 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported PICC removed and piece left behind in the patient patient had PICC inserted on (B)(6) 2022 which was removed before discharge from hospital on (B)(6) 2022. Patient had CT (B)(6) 2022 which revealed that there was some of the PICC left behind on removal and was now embolized in the right pulmonary artery and unable to be removed safely. Patient had a chest x ray at the facility (B)(6) 2022 although the remainder of the PICC was visible it was not picked up on the x ray report. Patient is ok but obviously has part of a PICC in an artery.